Event description:
It was later reported that noise was detected in the electrogram when the catheter was connected to the generator with the catheter interface cable (cic). The cic was disconnected and reconnected without resolve. The cic was then replaced, but the noise continued. The catheter was replaced, which did not resolve the issue. Another manufacturer's 3d cable was replaced, which reduced the noise. The case was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 pulseselect pulsed field ablation loop catheter with lot 0012907097 was returned and analyzed. No anomalies were identified during visual inspection of the shaft and handle. During visual inspection of the spiral array, an inverted array was observed, a kinked pebax tube was observed, the proximal end of nitinol array wire was observed to be dislodged from dual lumen. Performance functional testing with the generator could not be performed due to the condition of the returned catheter. Deflection testing (rotating the steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks or other anomalies were observed along the extended portion. Electrical continuity testing revealed an open loop on the electrode wire 3. Inspection (microscope/x-ray imaging) and testing was performed to verify the integrity of the catheter sub-components. During inspection of the array, an electrode wire to electrode 3 detachment was observed. In conclusion, the reported inverted array was observed during testing. The catheter also failed the returned product inspection due to a detached proximal end of the nitinol array wire from the dual lumen, a kinked pebax tube, and detachment of an electrode wire to electrode. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, when removing the catheter, the array became deformed and a knot formed, making it difficult to withdraw the sheath. An attempt was made to resolve the clumping, but it was unsuccessful, due to the catheter being entangled with the sheath. The sheath and guidewire were removed with the catheter to resolve the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.